Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker stored two signal artifact monitoring (sam) episodes on (B)(6) 2020 due to what appears to be non-physiologic noise with 2-3 seconds of right ventricular (rv) oversensing without pacing inhibition and r-waves were observed during the noise; emi or a procedure was suspected. It was noted that the patient recently had an implantable neurostimulator (ins) implanted, however the date of the implant was unknown. Another same episode from (B)(6) 2022 showed high frequency atrial noise and noise response pacing. In addition, this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Ra pace impedance measurements were stable at 700 ohms prior to the lss, and were later stable in unipolar at 400 ohms. Ra pace impedance trends are not consistent with a lead/spring contact interaction. Technical services (ts) recommended further ra lead evaluation in clinic to rule out a possible lead integrity issue. This pacemaker system remains in service. No adverse patient effects were reported.